Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with a bulge in his scrotum lower shaft. The physician assumed the reservoir herniated, but upon removal of the inflatable penile prosthesis (ipp), the cylinder had broken and the inner silicone layer had an aneurysm. All components were removed and replaced. There were no patient complications.